Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device (age of device: 1 year, 6 months). No other information was provided. A supplemental report will be submitted with the manufacture investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted with hemoglobin of 6.9 which was down from 12. The bleeding site is unknown but the patient had a hemo (B)(6) stool sample. Additional information was requested but not provided.

Manufacturer narrative:
A direct relationship between the device and the report of bleeding could not be determined. The patient remains ongoing on lvad (left ventricular assist device) support. Bleeding is listed in the heartmate 3 instruction for use as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including recommended inr values. The system monitor section of the heartmate 3 IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. The alarms and troubleshooting section explains all system alarms, including low flow alarms, and the recommended actions associated with them. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.